Event description:
It was reported that there was noise on the right ventricular lead. It was noted that all testing completed in different positions to try to replicate the noise and were unable to. The lead remains in use as the patient will be monitored and a review is scheduled in one month's time to check for any noise recurrence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).